Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Litigation papers allege the patient suffers from pain and discomfort. Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information for the femoral head. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update:(B)(6) 2014 - plaintiff¿s preliminary disclosure form was received. During implantation, the first stem fractured the femur and was immediately removed. Medical records indicate patient experienced clicking. Upon revision, scar tissue was noted. The femoral stem is now being added to the complaint. The complaint and associated mdrs were updated. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.